Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/07/2016 with the following findings: during investigation, the keypad was found to be intact; no evidence of peeling or damage was observed. All of the keypad buttons were found to respond appropriately. The keypad was removed and no contamination was found under button contacts. The pump was opened and no damage was found. The complaint of unresponsive keypad buttons issue was not duplicated during investigation. Unrelated to the complaint, the audio bolus button cover was found to be torn. The audio bolus button responded appropriately during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.